Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the procedure involved a severely tortuous and calcified lesion in the circumflex. The lesion was predilated with both a 2.5x15 mm and 3.0x20 mm balloon catheter. The physician had difficulty crossing the lesion and there were attempts to pull the stent delivery system (sds) back into the guide catheter. The stent was not on the balloon upon removal from the guide. The guide catheter was flushed and the stent was retrieved on the sterile field. There was no patient injury. Another company's stent was deployed successfully. No additional information is available. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: quality assurance analysis revealed that the sds was returned with blood and contrast on the stent implant on the balloon and on the outer member. The stent implant was returned dislodged from the balloon. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The outer member was twisted, 27 cm distal to the strain relief tubing extending distally for a length of 2 cm. There were no kinks or damage noted to the tip and inner member. The protective sheath was not returned. There was no other damaged noted to the sds. The tip seal length was measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. This met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The patient's anatomy was described as heavily tortuous and heavily calcified, which likely contributed to the difficulty to cross. Quality assurance analysis noted blood and contrast on the stent implant, the tightly folded balloon and on the outer member. This is consistent with handling and suggests the balloon had not been inflated. Furthermore, dimensional analysis of the product found that tip seal length and outer diameters of the stent implant met manufacturing criteria. It was confirmed that the stent implant was returned dislodged from the balloon. However,crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory products and/or previously implanted stents. It is likely that the stent implant became disrupted on the balloon while attempting to advance and/or retract the sds through the difficult lesion and then became dislodged as the sds was retracted into the guiding catheter. It was also noted during analysis that the outer member was twisted, 27 cm distal to the strain relief tubing and extending distally for a length of 2 cm. This damage was not observed during product inspection prior to use. It is unlikely that this was a pre-existing condition of the sds, as the product would have been difficult to prep. Thus, this may have occurred as a result of handling after use or packaging and shipment back to abbott vascular for analysis. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the product and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.